Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an already deceased male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient had expired prior to the reported event.

Manufacturer narrative:
The device was received at zoll (B)(4) for evaluation and the device performed to specification. The device passed all system and functionality testing without any discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs found no errors or indication of any malfunction with the device. Analysis of reports of this type has not identified an increase in trend.